Event description:
On 10/15/98, the pt was implanted with a lap-band adjustable gastric band by dr in australia. A few days, post-op, the pt developed a chest infection, was admitted to the hospital, treated, and released 2 days later. The pt was seen 3 times during november and was reported as doing well. Later that month, the pt was hospitalized with abdominal pain and g.I. Bleeding; however, she improved and was released the following day. One week later, in the week of december 7, the pt suddenly became worse and was readmitted into the hosp. Dr was on vacation and g.I. Surgeon saw the pt. The pt presented with abdominal pain, signs of sepsis, and collapsed. Dr. Reported that the following week of december 14, the pt presented with a repeat of the above symptoms. A computerized tomography scan indicated a moderate amount of intra peritoneal fluid. In addition, the pt had pneumonia with a productive cough and previously undiagnosed diabetes mellitus. The pt was admitted to the hospital, placed on intravenous antibiotic therapy. On december 22, the pt appeared improved; however, during the middle of the day, she collapsed with hypotension and severe abdominal pain and tenderness. She was resuscitated and dr noted a nasogastric tube indicated blood stained fluid within the stomach. Urgent endoscopy was performed, which indicated a large adherent blood clot in the cardia and no other abnormalities. The pt became increasingly shocked and hypoxic due to abdominal hypertension. Dr performed an urgent laparotomy, in which he reported a large amount of fresh blood in the peritoneal cavity and evidence of a low grade peritonitis. The surgeon reported that the gastric band appeared to be partly intra-gastic and he explanted it. Dr reported that in his opinion, the band had eroded into the stomach below the cardio-oesophageal junction and had also eroded a vessel in the gastric wall. The operation was completed and the pt was transported to the intensive care unit. During the night, the pt developed increased abdominal distension, fresh bleeding from wound drains, and went into shock. Dr took the pt back to the o.r. And performed emergency surgery. He noted fresh bleeding at the previous gastric band site. Dr reported that he was unable to achieve hemostasis with the pt and she developed a profound coagulopathy. Upon closing the pt's abdominal cavity, she suffered a cardiac arrest and she could not be resuscitated.